Manufacturer narrative:
Patient identifier unknown / not provided ((B)(4)). Age and date of birth unknown / not provided. Sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) number : k072642.

Event description:
It was reported by the doctor that the ilrght screws fractured, lower part was removed from the implant.

Manufacturer narrative:
The certain® titanium large hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium large hexed screws, it is recommended to torque at 20ncm. Complaint indicates multiple screw fractures. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined. The following sections were updated: date of this report. Manufacturer. Contact office: name/address. Office contact: manufacturing site. Follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Evaluation codes.